Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The clinical manager stated that the leak was external and blood was visibly dripping out of the dialyzer. It was reported that there was no defect or damage seen and that the blood seemed to be seeping from the seal of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: two dialyzers from the reported lot number were returned. Upon visual inspection of sample 1, coagulated blood was noted within the header on the cavity and non-cavity ID end. Blood was observed between the threading of the screw flange on the non-cavity ID end. The sample was subjected to a laboratory leak test. No leak was observed possibly due to the presence of coagulated blood within both header caps. The dialyzer was deconstructed and visually evaluated. The dialyzer was confirmed to be assembled correctly and no damage or defects were noted. The non-cavity ID end o-ring was noted with damage. Under magnification (x30), a gouge measuring approximately 2.80 mm in length was noted on the o-ring. No damage or irregularities were noted on the cavity ID end o-ring. Upon visual inspection of sample 2, coagulated blood was noted within the header on the cavity and non-cavity ID end. The sample was subjected to a laboratory leak test. No leak was observed possibly due to the presence of coagulated blood within both header caps. The dialyzer was deconstructed and visually evaluated. The dialyzer was confirmed to be assembled correctly and no damage or defects were noted. The o-ring on each end did not present any damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the review, it was noted that additional dialyzer samples were requested by the dialyzer research and design department (not related to production or release of the lot). There were no samples that failed due to an external leak. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.